Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer¿s incident blood glucose level was unknown. The customer did experience any symptoms or treatment as a result of high blood glucose. Troubleshooting was not performed. The insulin pump will not be returned for analysis.